Event description:
The customer reported erroneously elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving the access 2 immunoassay system used in conjunction with the access accutni reagent and calibrator. The customer obtained an initial result of 0.28 ng/ml. Subsequent testing of the patient¿s sample, on an alternate access 2 instrument, produced a lower result within the normal reference range. The erroneous result was not released out of the laboratory as the laboratory protocol states to reanalyze any troponin I result greater than 0.1 ng/ml prior to reporting the result to the hospital. There was no patient impact associated with this event. The customer indicated all three levels of quality control (qc) were within the laboratory¿s established limits, and qc is performed every twelve hours. Patient samples are collected in 13x100 ml lithium heparin gel tubes and centrifuged at 4,000 rpm (rotations per minute) for ten minutes, at room temperature. Service was requested, and a beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) stated system check failed due to an elevated washed percent coefficient of variation (%cv) prior to arrival. The fse inspected the aspirate probes, tubing and the wash pump and valve and discovered the aspirate probe peristaltic pump tubing was very flat, and air was entering the wash pump. The fse replaced the peristaltic pump tubing and the wash pump o-ring and seal. The fse verified instrument performance with passing system check and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.